Event description:
It was reported that during a brevera procedure on (B)(6) 2023 , 2 needles passed the testing phase, but once inside the breast, the driver failed and eventually needed to be replaced but no driver was available. Another puncture required to be performed and the procedure was completed. The technician reported that a backup needle atec had to be used to complete the procedure which caused the additional puncture. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot / serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.